Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during use of a homechoice cassette. This was described as ¿pocket leak ¿. This occurred during an unspecified process step of automated peritoneal dialysis. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.